Manufacturer narrative:
Tw ID#(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 plastic tip on jaws partially detached from the metal. Nothing detached from the jaws. Upon discovering the device was removed. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-3,h-6, h-11. The device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be intact with no visual defects observed. The tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. A lot history record review was completed for lots 3000399341, 3000381049, and 3000381287 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.